Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient was in the process of trying to get the device taken out because it hadn't done much for them. The device hadn't given them 50% or greater relief of their symptoms. The patient got more relief with the trial than with the permeant device. In the beginning they weren't quite sure what they were supposed to be noticing. A manufacturing representative (rep) was made aware of the issue several times and helped them change the settings. The device wasn't working at least it didn't feel like it and they were still incontinent really bad. They felt a tingling every once and a while. They went to take the device out and they couldn't take it out until they get the stimulator turned off. The surgery was scheduled for today and they canceled it and they were now scheduled for the 22nd. The patient lost their communicator and handset. An email was sent to the representative to see if they could come and shut the therapy off. Additional information was received from the patient. When asked for clarification on the desired therapeutic effect not being received, they stated that the device never helped. They stated that they had tried all the different programs and after several years they decided to have it removed. The cause of the lack of effect was not known. When asked for clarification on the tingling felt every once and a while they stated that they dropped the program cause it just didn't work. The cause was not known and the device was removed on (B)(6) 2022.